Event description:
The physician stated that during an implant attempt of the subject pacemaker, a connection issue relative to the ventricular channel was incurred. Specifically, there was difficulty with the associated set-screw.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029

Event description:
The physician that during an implant attempt of the subject pacemaker a connection issue relative to the ventricular channel was incurred. Specifically, there was difficulty with the associated set-screw.